Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
The investigation is in progress. Once completed, a MDR supplemental will be filed.